Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted at this time. A call was placed to technical services on 07/05/2018 stating that this lead had two lead safety switches due to high out of range impedance. It was also noted that noise on rv electrogram channel was likely due to myopotential noise from unipolar configuration after safety switch. The following physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).